Event description:
Boston scientific received information that the patient implanted with this pacemaker suffered sensor driven increased pacing rates . Programming changes for optimization were performed. Will continue to monitor and will evaluate on next clinic visit. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.